Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports cough and change in vocal cords. Md prescribed unknown medication, pt for vocal cords, ample tests including an endoscopy. Customer states that even after discontinuing use of the device the symptoms have not subsided.